Manufacturer narrative:
Siemens is investigating the event.

Event description:
A discordant, falsely depressed cortisol result was obtained on a patient sample on an advia centaur instrument. The initial result was sent out to the physician(s). The same sample was repeated on the same advia centaur instrument, resulting higher. It is unknown if the repeat result was released to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed cortisol result.

Manufacturer narrative:
The initial MDR 2432235-2017-000176 was filed on march 8th, 2017. Additional information (04/04/2017): the patient was taking nivolumab and possibly eoilimurab. A siemens headquarter support center (hsc) specialist evaluated the event. Hsc concluded there may be interference with medications listed in the instructions for use for the cortisol method or otherwise that may influence the test results. Nivolumab and epilimumab have not been tested by siemens, therefore there is no indication whether these medications will have interference. Corrected information (06/09/2017): the initial MDR had an incomplete serial number and an incorrect manufacturing date.